Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint, the site replaced the port shaft, coil pin, rotating knob, due to the port shaft was bent. The e-clip was replaced due to it's damage during disassembly. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during biopsy procedure, the cutter did not move forward to close the aperture while it shows the cutter has moved forward on the screen. Customer used demo equipment to finish the procedure. Pt returned home after procedure and no adverse event was reported. There was no pt consequence.